Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use (IFU): -the instruction manual/operation manual evis lucera gif/cf/pcf type 260 series ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "4111" was inadvertently omitted from the previous follow-up medwatch report).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited burnt plastic distal end cover. There were no reports of patient involvement.